Manufacturer narrative:
Results, conclusion: no device or procedural images returned for evaluation.

Event description:
During a catheterization procedure, the launcher guide catheter was removed from packaging per IFU, inspected and reported to be normal. The device was prepped per IFU. It is reported that the catheter perforated the brachial artery and a dissection occurred. No difficulties were noticed in advancing the catheter however it is reported that force was applied. The physician had to put in a covered stent. It is reported that there was no damage evident to the launcher guide catheter post event. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: none (no device received for evaluation). Evaluation conclusion: inconclusive ¿ investigation in progress. (B)(4).